Event description:
Patient in or for thoracotomy. During the surgery it was noted that the anesthesia machine ventilator was set to deliver 450cc of tidal volume, bellows appeared to be delivering such but return volume was only reading 50-300cc. Flow sensors were changed numerous times but continued to be a problem. Patient blood gases were monitored during the procedure and appeared to be within normal limits so machine was not changed out. There was no patient harm.